Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously powered off and on. The customer said there was no power outage associated with this event. The customer checked the universal power supply (ups) and connections to make sure everything is plugged in correctly, which it was. Nihon kohden technical support specialist advised him to try a known working ups and call back if the issue persists.

Event description:
The customer reported that the central nurse's station (cns) spontaneously powered off and on.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously powered off and on. The customer said there was no power outage associated with this event. The customer checked the universal power supply (ups) and connections to make sure everything is plugged in correctly, which it was. Details of complaint: on (B)(6) 2018, customer reported the central nursing station (cns) pu-621ra, sn (B)(4), powered off and on spontaneously. Customer confirmed there were no power outages or anomalous environmental events that may have caused the reboot. The issue was isolated to just one cns. Service performed: troubleshooting. Investigation result: with the above information, two factors were suspected to have caused the cns reboot: ups unit that provides power to the device or hard drive issue that forced a reboot. As part of the troubleshooting, nk tech support instructed customer to try a known working ups and monitor the issue. If the issue re-occurs with the working ups, then the cause is likely due to hard drive issue. Customer replaced ups and monitored the issue. There were no reports of patient impact. After the call, customer was sent an email with case number, but email returned as undeliverable. There was no additional documentation on this case. Based on the above information, a common root cause for cns rebooting could not be determined. There were no indications of design issues. Without an identified cause, no additional actions could be taken at this time. It is recommended that we continue to monitor this issue.

Event description:
The customer reported that the central nurse's station (cns) spontaneously powered off and on.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer reported the central nursing station (cns) pu-621ra, sn: (B)(6), powered off and on spontaneously. Customer confirmed there were no power outages or anomalous environmental events that may have caused the reboot. The issue was isolated to just one cns. Service performed: troubleshooting. Investigation result: with the above information, two factors were suspected to have caused the cns reboot: ups unit that provides power to the device or hard drive issue that forced a reboot. As part of the troubleshooting, nk tech support instructed customer to try a known working ups and monitor the issue. If the issue re-occurs with the working ups, then the cause is likely due to hard drive issue. Customer replaced ups and monitored the issue. There were no reports of patient impact. After the call, customer was sent an email with case number, but email returned as undeliverable. There was no additional documentation on this case. As of 03/06/2019, sap data shows two additional incidents opened for this device - 300124452 and 300124472. The incident under 300124472 stated the cns "went down" but did not further elaborate the issue. Under that case, customer requested assistance with restoring settings. These incidents are not related to device spontaneously rebooting. This highly suggests the issue did not come back after the ups was replaced on (B)(6) 2018, thus the root cause was likely due to a bad ups. Investigation into the bad ups is not possible at this time. Query for "pu-621ra rebooted" yielded the following relevant tickets: (B)(4) - occurred on (B)(6) 2018. Device rebooted due to possible overheating. The issue was resolved by cleaning the device. Possible cause: preventative maintenance was neglected. (B)(4) - occurred on (B)(6) 2019. Device spontaneously rebooted. Issue is being investigated. Query for "pu-621ra rebooting" yielded the following relevant tickets: (B)(4) - occurred on (B)(6) 2018. Unit self-reboots. Root cause was due to power generator test that affected device settings. (B)(4) - occurred on (B)(6) 2018. Under investigation. (B)(4) - duplicate of ticket (B)(4). (B)(4) - occurred on (B)(6) 2019. There was sign of overheating due to preventative maintenance being neglected. Query for "pu-621ra reboot" yielded the following relevant tickets: (B)(4) - occurred on (B)(6) 2018. Cause is unknown and customer declined further investigation. (B)(4) - occurred on (B)(6) 2017. Possible hard disk failure. Cause of hard disk failure is unknown. Device was in service since 2013. (B)(4) - occurred on (B)(6) 2018. Under investigation. (B)(4) - occurred on (B)(6) 2018. Under investigation, (B)(4). Preventative maintenance was neglected. (B)(4) - occurred on (B)(6) 2019. Under investigation. (B)(4) - occurred on (B)(6) 2018. Investigated under (B)(4) where the reboot issue "could not be confirmed" thus could not determine the root cause based on the device logs.(B)(4)- occurred on (B)(6) 2018. Under investigation. Customer mentioned this issue is observed with nk cns near the end of the warranty period (2 years). This coincides with other incidents of overheating, also at about 2 year mark. The overheating issue is was due to neglect in preventative maintenance. Based on the above information, a common root cause for cns rebooting could not be determined. There were no indications of design issues. However, there were a couple of incidents (38591, 50688) where overheating was resolved by cleaning of the device as part of the required preventative maintenance. These occurred at about 2-year mark in service life. There was one incident where hard drive failure was likely causing the rebooting (7914). Without an identified cause, no additional actions could be taken at this time. It is recommended that we continue to monitor this issue. Update 10/4/2019: since the reported issue on (B)(6) 2018, pu-621ra serial number: (B)(6) had experienced one other random reboot event under ticket (B)(4) on (B)(6) 2019. Under this ticket, the issue was reported to have also occurred about two months prior to (B)(6) 2019. Customer narrowed the cause of the issue down the faulty "ups system". A ups is a device that provides back up power when in case of an ac power loss. Information regarding the ups is not available. The root cause of the cns randomly reboot was determined to be caused by the ups. The root cause of the ups failure could not be determined. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects additional information: b4. Date of this report. E2. Health professional. E3. Occupation. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow up, what type. Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.